Event description:
Customer reported that the insulin gauge displayed an amount different than expected, with a current estimate of 6 units instead of the expected 280 units, which differed by more than 30 units. There was no adverse impact to the customer's blood glucose level. Customer had been removing insulin from a previous cartridge and was advised to fill a new cartridge with fresh insulin using the proper technique. The customer declined to take immediate corrective action by delivering a 10.2 unit bolus but planned to monitor the situation and follow up if necessary. Replacement cartridges were sent as a gesture of goodwill to maintain customer satisfaction.